Manufacturer narrative:
The insulin pump had a broken negative vibrator motor wire. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was dropped and that the vibration stopped working since then. The blood glucose reading was 110 mg/dl. The customer reported that the vibrate mode was on and that the battery was not low. The insulin pump did not vibrate during the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.